Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion around the adhesive of the lg lens, the objective lens and the bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.